Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13048. It was reported that when the patient presented in the clinic for routine follow-up, increased threshold and loss of capture was observed on the left ventricular lead. Upon review, recorded episodes of non-sustained right ventricular oversensing (nsrvo) were noted. Also, an increased threshold was previously noted on the rv lead on (B)(6) 2019. Programming changes were made at the time and the issue was resolved. The nsrvo episodes were reviewed further, and it was determined that there was intermittent loss of capture noted on the rv lead causing the rv over-sensing on (B)(6) 2019. It was concluded that the rv high threshold and loss of capture were the cause of the nsrvo. Programming changes were made to resolve the increased capture threshold on the lv lead. Also, rv paving output was reprogrammed to prevent the nsrvo in the future. No further programming was needed, and the patient was stable before, during, and after the in-clinic visit.